Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a 6 mm, 23" infusion set, with no alarms and no observed leaks, and fingerstick confirmed high glucose; the user performed an infusion set change with support and subsequently changed supplies again when glucose did not decrease for several hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact to daily activities without need for medical intervention, hospitalization, or back-up therapy. Investigation included customer service troubleshooting and education, including guided set change and follow-up; no device alarms were reported, and no product evaluation was available. Investigation of this case revealed no visual issues with the infusion set on removal, no confirmed bent cannula or kinked tubing, and lots were unavailable, so the specific device component issue could not be verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.